Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated but was confirmed (via event logs). A company representative reseated the supervisor communication cables as a preventative measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively.

Event description:
A customer reported that during surgery a system message was displayed and the patient´s eye deflated due to the event. The procedure was completed. The patient impact was unknown at the time of this report. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).